Manufacturer narrative:
The device is available for eval but has not yet been rec'd at the MFR. A f/u report will be filed if the device is rec'd and the investigation is complete.

Event description:
It was reported that the core micro drill heated up during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.